Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not close the clip around staples. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage noticed before the use of the instrument. The clip did not fall into the patient. The clip applier did not clip onto the clip like it usually would. The size of the clip was medium/large. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the first clip application attempt. The surgeon used a second clip applier instrument to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to severely bent grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this several bent grips do not show damage. The complaint was confirmed by failure analysis. Additional observation not reported by site: the instrument was found to have corrosion on the bearings. Pitch and grip input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the outer ring of the bearing.